Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a atypical flutter ablation procedure. During use inside the patient it was noted that the irrigation stopped working. The catheter was removed from the patient and flushed without success. The catheter was replaced with another of the same device. No patient complications were reported.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a atypical flutter ablation procedure. During use inside the patient it was noted that the irrigation stopped working. The catheter was removed from the patient and flushed without success. The catheter was replaced with another of the same device. No patient complications were reported.

Manufacturer narrative:
Visual inspection of the device showed dried body fluid on the handle of the device and the mini electrodes. Dried saline was found on the distal end and the leur. A metriq pump and irrigation line with di water was connected to the device and then the distal end was suspended in the center of a 250ml beaker. The pump flow rate was set to 30ml/min (ablation rate) for 5 minutes. P02: occlusion detected errors occurred immediately during several attempts. A small drip of saline would come out as the occlusion error occurred. The handle was opened to observe fluid flow through the tubing/lumen while searching for blockage inside the handle. The metriq pump was reconnected to the luer fitting and the irrigation flow test was repeated. Occlusion detected errors occurred immediately during several attempts. Further dissection of the sheath was cut approximately 15cm from distal tip. The metriq pump was reconnected to the handle luer fitting and the irrigation flow test was repeated with good flow. A luer was then connected with adhesive to the distal tip and occlusion error still occurred. The tube was able to be pulled out from the butt bond and inspected for blockage. No blockage could be seen. The tip was then wet sanded down to the middle of the outside ports to inspect single inside port. Fluid did not flow out of the irrigation ports due to a blocked material in the distal tip inside single main irrigation port. The material was found to be composed primarily of tin, chlorine, and oxygen, suggesting a mix of tin chloride and oxide. Low level sodium and silicon were also observed. A review of the labeling revealed that the reported issue is noted in the labeling and that there is no evidence that the device was used contrary to the product labeling. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.